Manufacturer narrative:
E1 : (B)(6). Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It is reported that the patient was admitted to the hospital on (B)(6) 2026 due to large inflammation on the right side of abdomen. The inflammation was red, warm, and thick. Due to the inflammation, the patient could not walk or sit. The patient was treated with antibiotics in the hospital.